Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), device dislocation ("malposition of essure device") and abortion of ectopic pregnancy ("miscarriage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, nulliparous, miscarriage and recurrent abortion. Previously administered products included for an unreported indication: yaz and depo provera. Concurrent conditions included amenorrhea, open heart surgery, chest pain, hypertension, depression, dyslipidemia, type 2 diabetes mellitus, bipolar disorder, schizoaffective disorder, post-traumatic stress disorder, pulmonary embolism and obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), migraine ("migraines"), headache ("headaches") and allergy to metals ("allergic to nickel"). The patient was treated with nsaid's. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, pelvic pain, menorrhagia, vaginal haemorrhage, infection, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, migraine, headache, nausea, fatigue and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded); on (B)(6) 2015: results: essure device was successfully occluded. Diagnostic results: on (B)(6) 2015: hysterosalpingogram - impression: contrast spillage from the left fallopian tube, and probable spillage from the right fallopian tube consistent with tubal patency. Essure device otherwise in normal appearing location. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: event "allergic to nickel" added, patient information updated from pfs. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)") and abortion of ectopic pregnancy ("miscarriage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, nulliparous, miscarriage and recurrent abortion. Previously administered products included for an unreported indication: yaz and depo provera. Concurrent conditions included amenorrhea, open heart surgery, chest pain, hypertension, depression, dyslipidemia, type 2 diabetes mellitus, bipolar disorder, schizoaffective disorder, post-traumatic stress disorder, pulmonary embolism and obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with nsaid's. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, migraine, headache, nausea and fatigue outcome was unknown. The reporter considered abortion of ectopic pregnancy, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded); on (B)(6) 2015: essure device was successfully occluded. (B)(6) 2015: hysterosalpingogram - impression: 1. Contrast spillage from the left fallopian tube, and probable spillage from the right fallopian tube consistent with tubal patency. Essure device otherwise in normal appearing location most recent follow-up information incorporated above includes: on 30-jul-2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Indication updated. Historical and concomitant condition and drugs added. Product dates added. New events added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines / headaches, nausea, fatigue, malposition of essure device, miscarriage. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), device dislocation ("malposition of essure device"), abortion of ectopic pregnancy ("miscarriage"), bipolar disorder ("bipolar disorder"), schizophrenia ("schizophrenia") and schizoaffective disorder ("schizoaffective disorder") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, nulliparous, miscarriage and recurrent abortion. Previously administered products included for an unreported indication: yaz and depo provera. Concurrent conditions included amenorrhea, open heart surgery, chest pain, hypertension, depression, dyslipidemia, type 2 diabetes mellitus, bipolar disorder, schizoaffective disorder, post-traumatic stress disorder, pulmonary embolism, obesity, hypothyroidism, diabetes, fibromyalgia, asthma, hypertension and seizure. Concomitant products included folic acid, medroxyprogesterone acetate (depo-provera), paracetamol (acetaminophen) and propranolol. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric probelms : depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), schizophrenia (seriousness criterion medically significant) and schizoaffective disorder (seriousness criterion medically significant), 14 days before insertion of essure. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/ pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), infection ("infection"), menstrual disorder ("menstruation issues"), allergy to metals ("allergic to nickel") and bipolar disorder (seriousness criterion medically significant). The patient was treated with budesonide, gabapentin, hydrochlorothiazide, hydroxyzine, insulin aspart, levetiracetam, levothyroxine, lisinopril, montelukast, nsaids, paliperidone, prazosin and venlafaxine. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, pelvic pain, menorrhagia, vaginal haemorrhage, infection, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, migraine, headache, nausea, fatigue, allergy to metals, abdominal pain, bipolar disorder, schizophrenia and schizoaffective disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, anxiety, bipolar disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, schizoaffective disorder, schizophrenia and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded) contrast spillage from the left fallopian tube, and probable spillage from the right fallopian tube consistent with tubal patency. Essure device otherwise in normal appearing location; on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs received:medication and there indication were added. Events : abdominal pain, bipolar disorder, schizophrenia, schizoaffective disorder were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), device dislocation ("malposition of essure device") and abortion of ectopic pregnancy ("miscarriage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, nulliparous, miscarriage and recurrent abortion. Previously administered products included for an unreported indication: yaz and depo provera. Concurrent conditions included amenorrhea, open heart surgery, chest pain, hypertension, depression, dyslipidemia, type 2 diabetes mellitus, bipolar disorder, schizoaffective disorder, post-traumatic stress disorder, pulmonary embolism and obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with nsaid's. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, abortion of ectopic pregnancy, infection, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, migraine, headache, nausea and fatigue outcome was unknown. The reporter considered abortion of ectopic pregnancy, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: unilateral occlusion (left tube occluded); on (B)(6)2015: essure device was successfully occluded (B)(6)2015: hysterosalpingogram - impression: 1. Contrast spillage from the left fallopian tube, and probable spillage from the right fallopian tube consistent with tubal patency. Essure device otherwise in normal appearing location quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (ectopic)'), device dislocation ('malposition of essure device'), fallopian tube perforation ('essure device was perforated through her fallopian tube/ device is perforated through her right tube/ right tubal patency'), pelvic infection ('drain tubes placed in her pelvis due to infections caused by the implants'), abortion of ectopic pregnancy ('miscarriage'), menorrhagia ('abnormal bleeding (menorrhagia)'), bipolar disorder ('bipolar disorder'), schizophrenia ('schizophrenia') and schizoaffective disorder ('schizoaffective disorder') in a 34-year-old female patient who had essure (batch no. C91769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, nulliparous, recurrent abortion, recurrent abortion, shortness of breath, bronchitis, leg fracture, pulmonary embolism, dyslipidemia, borderline personality disorder, measles, asthma, post-traumatic stress disorder, regurgitation, hyperlipidemia, gastric ulcer, fish allergy, diabetes mellitus, lumbar disc degeneration, lupus erythematosus, unilateral leg swelling, chronic anemia, drug overdose, thrombocytopenia, acute respiratory failure, diarrhea, flank pain, anesthesia, asthma, stillbirth, d & c, menarche, stress, gerd, hypothyroidism, hyperlipidemia, bleeding duodenal ulcer, mitral regurgitation, amenorrhea, arthritis, hypoglycemia, ulcer nos, breast lump removal nos, staphylococcal infection and tummy tuck. Previously administered products included for an unreported indication: yaz and depo provera. Concurrent conditions included amenorrhea, open heart surgery, chest pain, hypertension, depression, dyslipidemia, type 2 diabetes mellitus, bipolar disorder, schizoaffective disorder, post-traumatic stress disorder, pulmonary embolism, obesity, hypothyroidism, diabetes, fibromyalgia, asthma, hypertension, seizure, loss of consciousness, visual disturbance, syncope, muscle weakness, numbness, paresthesia, suicidal ideation, sleep disturbance, agitation, peripheral swelling, mania, cervical pap smear abnormal, dysfunctional uterine bleeding, abdominal hernia, low back pain, premenstrual dysphoric disorder and deep vein thrombosis. Concomitant products included cyclobenzaprine, drospirenone + ethinylestradiol (yaz), folic acid, furosemide, medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride (oxycontin), paracetamol (acetaminophen), propranolol and venlafaxine hydrochloride (effexor). On 30-apr-2015, the patient had essure inserted. On 1-jul-2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric probelms : depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), schizophrenia (seriousness criterion medically significant) and schizoaffective disorder (seriousness criterion medically significant), 2 months 3 days after insertion of essure. In july 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On 1-aug-2015, the patient experienced pelvic pain ("severe pelvic pain/ pain") and abdominal pain ("abdominal pain"). In august 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In september 2017, the patient experienced staphylococcal infection ("staph infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria hospitalization, medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), infection ("infection"), menstrual disorder ("menstruation issues"), allergy to metals ("allergic to nickel"), bipolar disorder (seriousness criterion medically significant), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with budesonide, gabapentin, hydrochlorothiazide, hydroxyzine, insulin aspart, levetiracetam, levothyroxine, lisinopril, montelukast, nsaids, paliperidone, prazosin, venlafaxine and surgery (ablation). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, fallopian tube perforation, pelvic infection, abortion of ectopic pregnancy, menorrhagia, pelvic pain, vaginal haemorrhage, infection, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, migraine, headache, nausea, fatigue, allergy to metals, abdominal pain, bipolar disorder, schizophrenia, schizoaffective disorder, cystitis, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and staphylococcal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, anxiety, bipolar disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic infection, pelvic pain, schizoaffective disorder, schizophrenia, staphylococcal infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), psych injury. She states that she was told that the essure device was perforated through her fallopian tube and needs to be removed however CT scan shows essure in place (discrepancy noted). As per mr: review of her nebraska medicine records, there is no documentation of pelvic drain placement or cellulitis discrepancy noted: date of insertion: jul-2015, 30-apr-2015 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: result not provided; on 01-oct-2015: result not provided; on (B)(6) 2016: essure in place; on (B)(6) 2017: findings: suboptimal contrast enhancement. The gallbladder is intact, not abnormally distended. No hydronephrosis. No peripancreatic fluid. No focal abnormality of liver or spleen. No small bowel obstruction. No diffuse ileus. There is a normal appendix present in right lower quadrant. No ascites. Intact uterus. Tubal occlusion devices presumably. Urinary bladder unremarkable. No free fluid in the pelvis.. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded) contrast spillage from the left fallopian tube, and probable spillage from the right fallopian tube consistent with tubal patency. Essure device otherwise in normal appearing location; on (B)(6) 2015: results: essure device was successfully occluded. Batch no c91769 production date 2014-08-05 expiration date 2017-08-31 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, device dislocation. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: medical record received. Events added: essure device was perforated through her fallopian tube, pelvic infection. Reporters information and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (ectopic)'), device dislocation ('malposition of essure device'), fallopian tube perforation ('essure device was perforated through her fallopian tube/ device is perforated through her right tube/ right tubal patency'), pelvic infection ('drain tubes placed in her pelvis due to infections caused by the implants'), abortion of ectopic pregnancy ('miscarriage'), menorrhagia ('abnormal bleeding (menorrhagia)'), bipolar disorder ('bipolar disorder'), schizophrenia ('schizophrenia') and schizoaffective disorder ('schizoaffective disorder') in a 34-year-old female patient who had essure (batch no. C91769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, nulliparous, recurrent abortion, recurrent abortion, shortness of breath, bronchitis, leg fracture, pulmonary embolism, dyslipidemia, borderline personality disorder, measles, asthma, post-traumatic stress disorder, regurgitation, hyperlipidemia, gastric ulcer, fish allergy, diabetes mellitus, lumbar disc degeneration, lupus erythematosus, unilateral leg swelling, chronic anemia, drug overdose, thrombocytopenia, acute respiratory failure, diarrhea, flank pain, anesthesia, asthma, stillbirth, d & c, menarche, stress, gerd, hypothyroidism, hyperlipidemia, bleeding duodenal ulcer, mitral regurgitation, amenorrhea, arthritis, hypoglycemia, ulcer nos, breast lump removal nos, staphylococcal infection, tummy tuck, right lower quadrant pain, sexual assault, bronchitis, shortness of breath and pulmonary embolism. Previously administered products included for an unreported indication: yaz and depo provera. Concurrent conditions included amenorrhea, open heart surgery, chest pain, hypertension, depression, dyslipidemia, type 2 diabetes mellitus, bipolar disorder, schizoaffective disorder, post-traumatic stress disorder, pulmonary embolism, obesity, hypothyroidism, diabetes, fibromyalgia, asthma, hypertension, seizure, loss of consciousness, visual disturbance, syncope, muscle weakness, numbness, paresthesia, suicidal ideation, sleep disturbance, agitation, peripheral swelling, mania, cervical pap smear abnormal, dysfunctional uterine bleeding, abdominal hernia, low back pain, premenstrual dysphoric disorder and deep vein thrombosis. Concomitant products included cyclobenzaprine, drospirenone + ethinylestradiol (yaz), folic acid, furosemide, medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride (oxycontin), paracetamol (acetaminophen), propranolol and venlafaxine hydrochloride (effexor). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems : depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), schizophrenia (seriousness criterion medically significant) and schizoaffective disorder (seriousness criterion medically significant), 2 months 3 days after insertion of essure. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/ pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced staphylococcal infection ("staph infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria hospitalization, medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), infection ("infection"), menstrual disorder ("menstruation issues"), allergy to metals ("allergic to nickel"), bipolar disorder (seriousness criterion medically significant), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with budesonide, gabapentin, hydrochlorothiazide, hydroxyzine, insulin aspart, levetiracetam, levothyroxine, lisinopril, montelukast, nsaids, paliperidone, prazosin, venlafaxine and surgery (ablation). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, fallopian tube perforation, pelvic infection, abortion of ectopic pregnancy, menorrhagia, pelvic pain, vaginal haemorrhage, infection, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, migraine, headache, nausea, fatigue, allergy to metals, abdominal pain, bipolar disorder, schizophrenia, schizoaffective disorder, cystitis, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and staphylococcal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, anxiety, bipolar disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic infection, pelvic pain, schizoaffective disorder, schizophrenia, staphylococcal infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Treatment received for pelvic pain, menorrhagia, abnormal bleeding (vaginal), psych injury. She states that she was told that the essure device was perforated through her fallopian tube and needs to be removed however CT scan shows essure in place (discrepancy noted). As per mr: review of her (B)(6) medicine records, there is no documentation of pelvic drain placement or cellulitis. Discrepancy noted: date of insertion: (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: result not provided; on (B)(6) 2015: result not provided; on (B)(6) 2016: essure in place; on (B)(6) 2017: findings: suboptimal contrast enhancement. The gallbladder is intact, not abnormally distended. No hydronephrosis. No peripancreatic fluid. No focal abnormality of liver or spleen. No small bowel obstruction. No diffuse ileus. There is a normal appendix present in right lower quadrant. No ascites. Intact uterus. Tubal occlusion devices presumably. Urinary bladder unremarkable. No free fluid in the pelvis. Computerised tomogram pelvis - on (B)(6) 2016: 1. Fallopian tube closure devices in appropriate position between the ovaries and uterus unchanged since 2015. 2. Moderate to large amount retained stool throughout the colon. 3. Mild 10 modemte fully infiltration of the liver. 4 . Mild cardiomegaly with previous cardiac surgery and pacemaker. 5. Moderate stranding of the anterior pelvic wall likely related to previous panniculectomy. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded) contrast spillage from the left fallopian tube, and probable spillage from the right fallopian tube consistent with tubal patency. Essure device otherwise in normal appearing location; on (B)(6) 2015: results: essure device was successfully occluded. Batch no: c91769, production date: 2014-08-05, expiration date: 2017-08-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, device dislocation. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: mr received: medical history and lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (ectopic)'), device dislocation ('malposition of essure device'), abortion of ectopic pregnancy ('miscarriage'), bipolar disorder ('bipolar disorder'), schizophrenia ('schizophrenia') and schizoaffective disorder ('schizoaffective disorder') in a 34-year-old female patient who had essure (batch no. C91769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, nulliparous, miscarriage and recurrent abortion. Previously administered products included for an unreported indication: yaz and depo provera. Concurrent conditions included amenorrhea, open heart surgery, chest pain, hypertension, depression, dyslipidemia, type 2 diabetes mellitus, bipolar disorder, schizoaffective disorder, post-traumatic stress disorder, pulmonary embolism, obesity, hypothyroidism, diabetes, fibromyalgia, asthma, hypertension and seizure. Concomitant products included folic acid, medroxyprogesterone acetate (depo-provera), paracetamol (acetaminophen) and propranolol. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric probelms : depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), schizophrenia (seriousness criterion medically significant) and schizoaffective disorder (seriousness criterion medically significant), 14 days before insertion of essure. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/ pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), infection ("infection"), menstrual disorder ("menstruation issues"), allergy to metals ("allergic to nickel"), bipolar disorder (seriousness criterion medically significant), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with budesonide, gabapentin, hydrochlorothiazide, hydroxyzine, insulin aspart, levetiracetam, levothyroxine, lisinopril, montelukast, nsaids, paliperidone, prazosin and venlafaxine. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, pelvic pain, menorrhagia, vaginal haemorrhage, infection, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, migraine, headache, nausea, fatigue, allergy to metals, abdominal pain, bipolar disorder, schizophrenia, schizoaffective disorder, cystitis, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, anxiety, bipolar disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, schizoaffective disorder, schizophrenia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), psych injury diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded) contrast spillage from the left fallopian tube, and probable spillage from the right fallopian tube consistent with tubal patency. Essure device otherwise in normal appearing location; on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: bladder infection, bladder problem, urinary infection, uti, vaginal infection, vaginal discharge. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (ectopic)'), device dislocation ('malposition of essure device'), abortion of ectopic pregnancy ('miscarriage'), bipolar disorder ('bipolar disorder'), schizophrenia ('schizophrenia') and schizoaffective disorder ('schizoaffective disorder') in a 34-year-old female patient who had essure (batch no. C91769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, nulliparous, miscarriage, recurrent abortion, shortness of breath, bronchitis, leg fracture, pulmonary embolism, dyslipidemia, borderline personality disorder, measles, asthma, post-traumatic stress disorder, regurgitation, hyperlipidemia, gastric ulcer, fish allergy, diabetes mellitus, lumbar disc degeneration, lupus erythematosus, unilateral leg swelling, chronic anemia, drug overdose, thrombocytopenia, acute respiratory failure, diarrhea and flank pain. Previously administered products included for an unreported indication: yaz and depo provera. Concurrent conditions included amenorrhea, open heart surgery, chest pain, hypertension, depression, dyslipidemia, type 2 diabetes mellitus, bipolar disorder, schizoaffective disorder, post-traumatic stress disorder, pulmonary embolism, obesity, hypothyroidism, diabetes, fibromyalgia, asthma, hypertension and seizure. Concomitant products included drospirenone + ethinylestradiol (yaz), folic acid, medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride (oxycontin), paracetamol (acetaminophen), propranolol and venlafaxine hydrochloride (effexor). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems : depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), schizophrenia (seriousness criterion medically significant) and schizoaffective disorder (seriousness criterion medically significant), 14 days before insertion of essure. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/ pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced staphylococcal infection ("staph infection"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), infection ("infection"), menstrual disorder ("menstruation issues"), allergy to metals ("allergic to nickel"), bipolar disorder (seriousness criterion medically significant), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with budesonide, gabapentin, hydrochlorothiazide, hydroxyzine, insulin aspart, levetiracetam, levothyroxine, lisinopril, montelukast, nsaids, paliperidone, prazosin and venlafaxine. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abortion of ectopic pregnancy, pelvic pain, menorrhagia, vaginal haemorrhage, infection, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, migraine, headache, nausea, fatigue, allergy to metals, abdominal pain, bipolar disorder, schizophrenia, schizoaffective disorder, cystitis, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and staphylococcal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, anxiety, bipolar disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, schizoaffective disorder, schizophrenia, staphylococcal infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded) contrast spillage from the left fallopian tube, and probable spillage from the right fallopian tube consistent with tubal patency. Essure device otherwise in normal appearing location; on (B)(6) 2015: results: essure device was successfully occluded. Batch no : c91769, production date: 2014-08-05, expiration date: 2017-08-31, quality-safety evaluation of ptc: unable to confirm complaint unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pfs received : events added- staph infection. Concomitant drug added. On 9-jul-2020: pfs received : no new clinical information. On 8-jul-2020: pfs and mr received : medical history added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), infection ("infection") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Company causality comment : incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.